Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the personal therapy manager (ptm) showed code 8286, empty reservoir, which occurred in (B)(6) 2018. It was unknown if the patient was due for a refill. The hcp reported that the patient's next refill was scheduled for 2018-feb-12. The patient was going to be seen at the office to interrogate the pump. No patient symptoms were reported. No further complications were reported.